Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra mini meter was giving the error 2 error message with two different lots of test strips. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 11:30 am, the patient obtained the error 2 error message on the reported meter, with two different lots of test strips, the second lot number is unknown. The patient was unable to obtain a blood glucose reading. Ten minutes later the patient experienced the symptoms of shaking and sweating. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient's testing technique and test strips were correct. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter issue. Therefore this complaint is being reported.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one participant (female, (B)(6)) in a health check generated an nonreactive architect anti-hcv assay result. One year earlier, this same patient tested (B)(6) on the axsym and ortho platforms. The current sample was then tested by the ortho methodology and generated a (B)(6) result. The patient has not been treated for (B)(6). Controls are within specifications. The customer suspects a false (B)(6) result with the architect platform. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This late MDR is a retrospective filing. This report is being filed on an international product, list 6c37-36, that has a similar product distributed in the us, list number 1l79. No returns were made available from the customer site and since the lot number is unknown, sensitivity data for three different on-market lots (51508hn00, 53421hn00, and 52584hn00) of the architect anti-hcv reagent, were evaluated as part of an in-house investigation. For each lot number one replicate of the negative control, positive control and 10 replicates of sensitivity panel a (core only) and sensitivity panel b (ns3 only) were tested. Furthermore, two commercially available seroconversion panels (phv907 and phv908) were tested with the respective lot numbers. The results generated for the control values were well within the specifications stated in the respective package inserts. Sensitivity panel a and b showed that the analytical sensitivity of architect anti-hcv, lot numbers 51508hn00, 53421hn00 and 52584hn00 were within acceptable performance ranges. Additionally, all three lots detected the same first bleed of the seroconversion panel phv907 and phv908 significantly earlier than all other test methods referenced in the package insert of the respective seroconversion panel. In summary, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv assay is compromised. As part of the investigation, a review of the complaint and manufacturing records for the architect anti-hcv reagent kits, list number 6c37-30, lot numbers 51508hn00 and 53421hn00 and list number 6c37-20, lot number 52584hn00 was performed. This review did not identify any problems relating to the customer's observation. To exclude a potential product deficiency of the architect anti-hcv assay, complaints for potential false non-reactive results since may 2007 were reviewed and no trend could be observed due to false non-reactive complaints. The architect anti-hcv assay package insert and the architect i2000sr operations manual contain adequate information to address the customer's issue. The investigation demonstrated that the architect anti-hcv assay is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
The customer states that one participant (female) in a health check generated an non-reactive architect anti-hcv assay result. One year earlier, this same patient tested reactive for hcv on the axsym and ortho platforms. The current sample was then tested by the ortho methodology and generated a reactive result. The patient has not been treated for hcv. Controls are within specifications. The customer suspects a false non-reactive result with the architect platform. There is no impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site and since the lot number is unknown, sensitivity data for three different on-market lots (51508hn00, 53421hn00, and 52584hn00) of the architect anti-hcv reagent, were evaluated as part of an in-house investigation. For each lot number one replicate of the negative control, positive control and 10 replicates of sensitivity panel a (core only) and sensitivity panel b (ns3 only) were tested. Furthermore, two commercially available seroconversion panels were tested with the respective lot numbers. The results generated for the control values were well within the specifications stated in the respective package insert. Sensitivity panel a and b showed that the analytical sensitivity of architect anti-hcv, lot numbers 51508hn00, 53421hn00 and 52584hn00 were within acceptable performance ranges. Additionally, all three lots detected the same first bleed of the seroconversion panel significantly earlier than all other test methods referenced in the package insert of the respective seroconversion panel. In summary, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv assay is compromised. As part of the investigation, a review of the complaint and manufacturing records for the architect anti-hcv reagent kits, lot numbers 51508hn00 and 53421hn00 and lot number 52584hn00 was performed. This review did not identify any problems relating to the customer's observation. To exclude a potential product deficiency of the architect anti-hcv assay, complaints for potential false non-reactive results since 2007 were reviewed and no trend could be observed due to false non-reactive complaints. The architect anti-hcv assay package insert and the architect i2000sr operations manual contain adequate information to address the customer's issue. The investigation demonstrated that the architect anti-hcv assay is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Manufacturer narrative:
(B)(4).